Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for bacterial peritonitis manifested by abdominal pain coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics and recovered from the peritonitis. The patient was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown; however, it was reported that the patient experienced peritonitis sometime in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers h13b04045, h13c11048, and h13g31047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).